Event description:
It was reported that the patient was admitted to the hospital's intensive care unit (ICU) due to ventricular tachycardia (vt). The implantable cardioverter defibrillator (ICD) had not delivered therapy, and it was requested to have a representative check the device to help determine the reason. No further information was reported; the device serial number is unknown at this time. Additional information is being requested.